Event description:
It was reported that the customer was taken to the emergency room because he was taken a medication that made him to swollen. Caller stated that in the hospital they gave the customer steroids which made his blood glucose go out of control and was treated in the hospital. Customer's blood glucose reading was 365 mg/dl. Caller stated that the customer was also taken blood pressure medicine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.